Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 9 years and 9 months post implant of this 25mm aortic bioprosthetic valve, a transthoracic echocardiogram (tte) performed noted severe bioprosthetic aortic valve regurgitation and moderate prosthetic stenosis. It was stated that the ascending aorta measures 4.7cm, medication was given and an unknown intervention was performed. It was reported that the patient will undergo re-do surgical aortic valve replacement, no additional adverse patient effects were reported.

Manufacturer narrative:
B5 and h6 codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported pathology at explant showed valve thickening and degeneration of leaflet. It was reported there was also aneurysm of ascending aorta. No additional adverse patient effects were reported.

Event description:
Additional information received reported that 12 days later, the patient underwent re-do savr and replacement of ascending aorta.

Manufacturer narrative:
Sections updated: b.2 b.5 g.6 h.2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.